Event description:
It was reported that the patient experienced hyperglycemia with glucose readings up to 500 mg/dl for several hours after a cgm disconnection and subsequent sporadic readings, followed by ilet removal to manual insulin and later full supply changes; troubleshooting and education were provided, and the event was classified as high glucose with unclear cause. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included use of back-up therapy and no professional medical intervention or hospitalization. Investigation included review of reported device behavior, supply changes, and user confirmation of intact infusion set and insulin flow, along with counseling on potential causes and use during the learning period. Investigation of this case revealed no confirmed device malfunction and no component failure, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.